Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in the cheeks, prejowl, and jawline with 4 ml of juvéderm® voluma¿ xc. The patient developed "nodules" and an "inflammatory response" at injection site 8 months later. Ten days later, the patient was treated with clarithromycin for two weeks. It is unknown if event resolved as patient is lost to further follow up.